Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges copd and lung cancer. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. No patient information was provided. No additional information can be requested at this time.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.